Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Cts confirmed cartridge alarms with consecutive cartridges and decided to replace the customer's pump. The customer was advised to continue using the current pump until the replacement arrives, which would include updated software. Instructions on handling the new pump and returning the problematic one were provided, and the caller understood and acknowledged them.